Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the electronic gas delivery system could not be calibrated. An "oxygen sensor not calibrated" error message was observed on the central control monitor. The user also reported, when the gas delivery system was set at 100%, the output displayed on the central control monitor indicated 80%. Manual use of the gas delivery system remained available. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.